Event description:
The recipient reported a gradual distortion in hearing sensations with the device since (B)(6) 2017. There was no accident or trauma reported. A date for re-implantation has not been made available.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no further information has been received yet.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported a gradual distortion in hearing sensations with the device since sep.2017. There was no accident or trauma reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a gradual distortion in hearing sensations with the device since (B)(6) 2017. There was no accident or trauma reported.